Event description:
Procedure type: sigmoid resection. According to the reporter: after applying the device, a staple line insufficiency was noted. The sigma was resected and then a double stapling technique was performed with another device of different type. Surgical time was extended about 30 minutes to perform the new staple line. There was no bleeding or leakage observed. No further information could be provided by the user facility.

Manufacturer narrative:
Initial report sent: 04/01/2008. Please note that the clinical sample was not returned for evaluation. Representative sterile samples from the reported lots were returned and the alleged failure could not be duplicated as no abnormalities were observed and the product performed according to specifications. The user facility was unable to identify which of the three identified devices may have been used during the reported event. Device catalog number: eea 31, lot: u7g28, device name: eea 31mm single-use stapler, expt. Date: 07/31/2012, manufact. Date: 07/2007. Device catalog number: eea 25, lot: u6m39r, device name: eea 25mm single-use stapler, expt. Date: 12/31/2011, manufact. Date: 12/2006.